Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was high as 400 mg/dl and close to 500 mg/dl. The customer had problems with the pump since last month. The customer stated that she was still taking 4 times the amount of insulin. The customer also experienced sensor glucose versus blood glucose differences. The customer's blood glucose reading was 240 mg/dl while her sensor glucose reading was 80 mg/dl. The customer stated that she had trouble getting the sensors on because she is on blood thinners and bleed a lot. The call was disconnected.